Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a broken fiber could not be confirmed as the reported defective sample or photo was provided for evaluation. Without receiving the product to evaluate, a root cause cannot be determined. Angiodynamics' supplier for this device was notified of the event. The supplier performed a review of the lot history records for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, there are procedures in place that protect the fiber from breakage and maintain fiber integrity and robustness through formal inspection and shipment to the customer. During the packaging step, the fibers are inspected for damage. The directions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device is unavailable for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.